Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that during use of the bd micro-fine ultra¿ insulin pen needle the needle broke at the injection site. In order to remove the broken needle it required the intervention of a doctor. Foreign complaint the following information was provided by the initial reporter, translated from french to english: a patient reported an incident regarding the use of a bd micro-fine ultra 5mm needle. She stung her child (as she does regularly), but this time, the needle broke at the injection site, which required the intervention of a doctor to remove it.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd micro-fine ultra¿ insulin pen needle the needle broke at the injection site. In order to remove the broken needle it required the intervention of a doctor. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: a patient reported an incident regarding the use of a bd micro-fine ultra 5mm needle. She stung her child (as she does regularly), but this time, the needle broke at the injection site, which required the intervention of a doctor to remove it.